Manufacturer narrative:
H10: updated h6 (impact code). H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the threaded tip and a piece of the tip of the device broke off. These pieces were returned. The device shows signs of significant wear and use. The clinical/medical investigation stated that, with the limited information provided, a clinical root cause for the reported broken impactor tip cannot be confirmed. It is noted the surgery was completed after a significant delay, by removing the cup with a bone tamp and reinserted on a different, backup handle. It is unclear if the tip was removed from the cup or if a new cup was implanted. The drill tip, an externally communicating device, is neither manufactured nor intended for implantation; therefore, no long-term exposure with skin or tissue (implantation) data is not available. The patient impact is the prolonged surgery and reinserted cup. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No complaint history review was performed for this part as this is a custom-made device. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a direct anterior hip replacement surgery, upon insertion of the cup, the offset cup impactor broke at the tip, leaving about an inch of the broken impactor still threaded into the cup, which was three quarters of the way seated in the acetabulum. The cup had to be removed with a bone tamp and reinserted on a different, back-up handle, which caused a significant delay greater than 30 min to the surgery. No patient injury was reported due to this issue.

Manufacturer narrative:
H10: internal complaint reference (B)(4).